Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they experienced low blood glucose. The customer blood glucose level was 40 mg/dl at the time of incident. The customer stated that they did receive a calibration not accepted alert and change sensor alert. Customer reports insulin pump system has not been in use within 48 hours of reported low blood glucose event. Customer stated that the auto mode was automatically delivering insulin at the time of low blood glucose event. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose. Customer does not allege insulin pump was over delivering. The customer did not provide details regarding symptoms of the low blood glucose. The customer was treated with food for low blood glucose. Customer declined troubleshooting. The insulin pump will not be returned for analysis.